Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was seen in clinic with existing driveline alarm. Waveforms were sent to track progress of precursor to short to shield. The log file captured periods of low flow events in addition to the constant driveline fault events. The issue is in phase c but the other phases appear to be operating normally according to this log.

Event description:
Vad coordinator (vc) reached out about patient's visit to clinic. Vc stated that patient is on "orange" ungrounded cable at home. She stated that the patient was having "low voltage" and it was advised from tech services that the patient cable be swapped out.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events and the account attributed the alarms to the patient¿s high mean arterial pressures. A direct relationship between the device and the reported hypertension could not be conclusively determined through this evaluation. The submitted log files contained data from 16aug2020 to 08sep2020, 14sep2020 to 23sep2020, and 05oct2020 to 27oct2020. The pump operated above the low speed limit for the duration of the log file. The log files recorded low flow alarms throughout the log files when the patient¿s flow decreased below the threshold of 2.5 liters per minute (lpm). The log file also recorded driveline fault alarms throughout the log files, in which the onset was captured in related manufacturer report number 2916596-2019-04438. The alarm appeared to be associated with phase 3 which is redundantly supported by the red and orange wires, and there did not appear to be further progression of the suspected driveline damage. The account reported that the patient was experiencing low flow alarms. The patient reportedly experienced high mean arterial pressures (maps) in the clinic. The patient was started on blood pressure medications. The patient was reportedly asymptomatic, and the patient would have their blood pressure monitored. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 25sep2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The heartmate ii lvas IFU states that post-implantation hypertension may be treated at the discretion of the attending physician. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous report of ongoing driveline fault events was reported in related MFR report #: 2916596-2020-03650. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has ongoing precursor to short to shield. A log file review was requested. The log file captured periods of low flow and driveline fault events all throughout the log. The low flow events appear to be patient related and not vad related. The phase data from the log show a wire that is possibly broken causing constant driveline fault events. It was reported that the low flow alarms resolved. High map (mean arterial pressure) in clinic and the vad team had the patient start on losartan for blood pressure control. The patient was asymptomatic. The plan of care is to monitor blood pressure. It was reported that there were low supply voltage values when connected to the power module. It was recommended to replace the patient cable.